Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, low impedance and decrease in sensing along with no capture was observed. Lead dislodgement was noted under fluoroscopy. Lead was re-positioned successfully. All electrical parameters were good. Patient's condition was good.